Event description:
It was reported that the ilet bionic pancreas generated repeated alert 38 motor stall messages that persisted despite multiple restarts, priming, and rewinding, resulting in repeated dry runs and supply replacements; a replacement device was shipped and the user had backup therapy available. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health or hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded, based on previously established findings for similar reports, that the cause was an internal device¿component¿failure of the pump motor assembly.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.